Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was right inguinal hernia. The patient underwent a repair of right inguinal hernia initial reducible with mesh. The patient had chronic pain.